Event description:
Customer reports to have high blood glucose and requested to troubleshoot insulin pump to verify cause of high blood glucose. Customer's blood glucose was 541 mg/dl, which was treated with a bolus delivery. After troubleshooting, it was found that customer's basal rates were incorrect and customer had a bent cannula. Customer was also not sure if insulin was expired. Customer was advised to change infusion set, reservoir and insulin. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).